Event description:
A large bucket handle tear was excised and power shaved first with 4.5 mm full radius shaver and then with a 5.5 mm radius shaver to smooth around the remaining rim better. When the 5.5 mm shaver was introduced (5000 rpm) a large amount of metal debris filled up the joint cavity. The knee was washed out with 2 l of saline and almost all the debris was removed.

Manufacturer narrative:
Device has not yet been returned for evaluation. (B) (4). (B) (4).